Manufacturer narrative:
The analyzer serial number was not provided. The investigation was limited due to the unavailability of files, wash buffer, and control lots associated with the reported event. As a result, an in-depth analysis of the alleged false positive hiv result could not be performed. The specificity of the cobas® taqscreen mpx test, v2.0 in pooled plasma testing is 99.866% (10,471/10,485) with a 95% confidence interval of 99.78% to 99.92%. False positive results may occur at this specificity level. It was not recommend to retest for unexpected reactive or non-reactive results unless the initial result is invalid. Samples with titers near or below the limit of detection may produce variable results when tested multiple times due to a detection rate below 100%.

Event description:
The initial reporter alleged a questioned reactive hiv result for one plasma specimen tested using the kit s201 t-scrn mpx v2.0 96t us-ivd assay. The plasma specimen was individually screened by the customer, and only negative specimens were received. The customer believes the hiv reactive result to be a false positive.